Manufacturer narrative:
Insulin pump was received with cracked battery tube threads, broken battery cap, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window, and cracked end cap.

Event description:
The customer reported via phone call that the insulin pump was cracked around the battery compartment. The customer received a battery alert. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.